Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he fell into a swimming pool while wearing the insulin pump. Blood glucose level at the time of the incident was not provided. The customer reported that fluid was visible behind the screen and the display went blank. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly also, moisture damage was found on the motor, battery tube and vibrator assembly. No moisture damage on the keypad assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.